Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 471 mg/dl and 168 mg/dl three minutes apart. Customer felt the first reading was due to having sugar on his finger. Customer had washed hands between readings. No adverse event reported, meter and strips replaced and requested for return.